Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had fridge door hardware issue. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by latch issue. A field service engineer replaced latch and wiring harness to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.